Manufacturer narrative:
(B)(4). Batch # t94406. Investigation summary: the analysis results found that 18 mcm20 devices were returned sterile with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, 13 devices were opened and tested for functionality. Upon testing, the devices were cycled and fed and formed 20 clips as intended. The event described could not be confirmed as the devices performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an av fistula procedure, the clips were crossing and instead of sealing, the device was lacerating the vessel. Another device was used to complete the case. There were no patient consequences.